Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instruction for use (IFU) list as note: ¿multiple balloon inflations and deflations may cause resistance upon device withdrawal. Use a gentle counterclockwise twisting motion to ease withdrawal through the sheath. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit, while maintaining vessel access with the guidewire.¿ (B)(4).

Event description:
After the dilatation of left av graft, evercross pta balloon would not pull back into sheath. The balloon eventually was removed with part of balloon left inside patient. The physician performed a cut down to remove piece of balloon material and the patient is recovering fine. There were no issues inflating or deflating the balloon. The balloon was inflated 2 times to treat the stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.